Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when transecting the lung tissue during a laparoscopic video assisted thoracoscopic lobectomy, the stapler was able to fire but some of the staples were c-shaped. They used another device to complete the case. There was no patient injury.